Manufacturer narrative:
Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. The implant was electively removed with no report of patient harm having occurred. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this event.

Event description:
On april 14th, 2025 apifix was notified the patient #418 was past his four years with good correction of the curve and device was electively removed. When looking back over the films, he did appear to have an increase in the kite angle over the last year and is out to full extension now. During the removal, the screws were found to be in place and there were no issues with the ratcheting device.